Event description:
It was reported that the pump was alarming "error 1861". Batteries removed/replaced. It was alarming 'motor locked, remove all power'. They replaced with brand new batteries and powered on but 'motor locked' alarm persisted. They tried another set of new batteries, but they could not resolve the alarm. Clamp was closed. This event occurred at the patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.